Manufacturer narrative:
Concomitant medical product: 5076-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and intermittent capture at maximum output. The lead was c apped and replaced. No patient complications have been reported as a result of this event.